Event description:
Patient was experiencing knee pain throughout entire range of motion. Pre-op x-rays revealed possible femoral loosening and component migration. Surgeon noted that component was noticeably loose in-situ.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting indicated x-rays were not available for examination. The investigation could not verify or draw any conclusions about the reported event without the devices and x-rays to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.